Manufacturer narrative:
Approximated based on event description, as device was never able to fully inflate.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it was never able to fully inflate. After several post-operation visits, it was decided to remove and replace the entire device. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as device was never able to fully inflate. Correction to a2 date of birth. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it was never able to fully inflate. After several post-operation visits, it was decided to remove and replace the entire device. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.